Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered the following unintended boluses: 07:04 am. 25 i.u. 07:07 am. 25 i.u. 07:10 am. 25 i.u. 07:13 am. 25 i.u. 07:16 am. 25 i.u. 07:19 am. 25 i.u. 07:22 am. 25 i.u. 07:25 am. 25 i.u. 07:28 am. 25 i.u. 07:31 am. 25 i.u. 07:34 am.20,8 i.u. The caller reported that he did not program a bolus between the times of 07:04 a.m-07:34 am. At 10:25 a.m the patient experienced hypoglycemia and became unresponsive. The customer's wife treated the patient with a glucose injection and called the emergency doctor. The emergency doctor did not treat the customer, as the patients blood glucose was back up to 113 mg/dl and patient was feeling better. Patient was not hospitalized. The infusion device was requested to be returned for product evaluation.